Manufacturer narrative:
(B)(4).

Event description:
It was reported that pair new alert occurred. Data was evaluated and the allegation was confirmed as a transmitter failed error. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed due to zero voltage. A review of the share logs was performed and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause was determined to be transmitter failed error.